Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker had sudden drop in longevity in a span of six months, from two and a half year to less that a year. Boston scientific technical services (ts) then discussed that likely the battery was operating on the edge of a lower current that was projecting a two and a half year time to elective replacement indicator (eri) then a possible slight change in the right ventricular (rv) autocapture output which could cause the device to a higher current bin with an approximate time to explant of half a year. Ts then suggested reprogramming. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had sudden drop in longevity in a span of six months, from two and a half year to less than a year. Boston scientific technical services (ts) then discussed that likely the battery was operating on the edge of a lower current that was projecting a two and a half year time to elective replacement indicator (eri) then a possible slight change in the right ventricular (rv) autocapture output which could cause the device to a higher current bin with an approximate time to explant of half a year. Ts then suggested reprogramming. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker had sudden drop in longevity in a span of six months, from two and a half year to less than a year. Boston scientific technical services (ts) then discussed that likely the battery was operating on the edge of a lower current that was projecting a two and a half year time to elective replacement indicator (eri) then a possible slight change in the right ventricular (rv) autocapture output which could cause the device to a higher current bin with an approximate time to explant of half a year. Ts then suggested reprogramming. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.